Event description:
After medication vial attached to admixture device and spiked into fluid bag, secondary tubing spiked into device and immediately started dripping fluid/medication from soft tubing where "spike" enters device. Medication wasted and new set-up used with no issues. Patient received medication as ordered with new set up.